Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crv received information that this device was unable to be interrogated nor could a magnet rate be obtained. As a result, the device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.